Manufacturer narrative:
(B)(4).

Event description:
It was reported that a revision left patella femoral realignment and stab was performed. During the surgery, it was noticed the poly was loose so it was exchanged to a new one.

Manufacturer narrative:
(B)(4). The affected product was not returned for evaluation. Without the return of the actual product involved, our investigation cannot proceed. A review of the device history record did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Without the return of the actual product involved, our investigation cannot proceed. At this time, we have no reason to suspect that the product failed to meet any product specifications. Should additional information be received, the complaint will be reopened.